Event description:
In 2001, the patient was seen at the implant center for device evaluation. Testing conducted at center demonstrated system was no longer functioning. Revision surgery has been scheduled.